Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, a defect in the iol was not noticed prior to loading. The defect was noted post-implantation. The doctor filled the cartridge with ophthalmic viscosurgical devices (ovd) after the case and pushed it out between her fingers to see if there was a piece of the iol in the cartridge. She could not find it. The iol was not explanted from the patient eye. Additional information has been requested.

Manufacturer narrative:
The lens was not returned. A photo was provided of what appears to be a clear, single-piece, monofocal iol in the eye. The edge of the lens was broken with a portion removed at the 12 o'clock position in this photo. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in this lot. Information was provided that indicated a qualified cartridge and handpiece were used with an unknown viscoelastic. The root cause cannot be determined for the reported complaint. The lens was not returned. Only a photo was provided of the lens inside the eye. It was also indicated that the ¿iol was not explanted, and they will save the iol for us to return if it is explanted at a future date.¿ it was reported that, after the case, ¿the doctor filled the cartridge with viscoelastic and pushed it out between her fingers to see if there was a piece of the iol in the cartridge, however the doctor could not find it.¿ a qualified cartridge and handpiece were used. The viscoelastic was unknown. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).